Event description:
It was reported that the ventricular lead exhibited low impedance. During lead revision procedure; it was noted via fluoroscopy that the lead sustained rib clavicular damage. The lead was capped and replaced on (B)(6) 2014.